Event description:
It was reported that when a patient presented in clinic after receiving an alert, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.